Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee surgery two (2) fast fix 360 knots did not cinch down onto the meniscus. Anchors were pulled out of the patient. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Anchors pulled out from the meniscus when the loop couldn't be shortened, no further intervention was required. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during a knee surgery two (2) fast fix 360 knots did not cinch down onto the meniscus. Anchors pulled out from the meniscus when the loop couldn't be shortened. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported.